Event description:
It was reported that faradrive steerable sheath clear was selected for ablation procedure. During insertion, physician had visible air in the sheath proximal to the introduced catheter tip. Even after extensive flushing the issue persisted, and the physician ultimately replace the sheath which resolved the problem. The procedure was completed successfully by using different device, same model. No patient complication was reported. The device is not expected to return (disposed). It was further reported that no abnormalities were noted during preparation and no damage was noted on the catheter or sheath. Irrigation was performed using a pressure bag through the sheath at 1ml/min. Small bubbles ahead of catheter were noted. There was no air seen in patient. The position was pulled back of the guidewire when they inserted farawave into the sheath.

Manufacturer narrative:
Device technical analysis: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). There is no evidence that any updates to the document are required at this time. Risk assessment: a risk review performed for the faradrive sheath device confirmed that the event of visible air/bubbles is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive sheath device is acceptable. Investigation conclusion: based on the available information, boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event or visible air/bubbles. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.

Event description:
It was reported that faradrive steerable sheath clear was selected for ablation procedure. During insertion, physician had visible air in the sheath proximal to the introduced catheter tip. Even after extensive flushing the issue persisted, and the physician ultimately replace the sheath which resolved the problem. The procedure was completed successfully by using different device, same model. No patient complication was reported. The device is not expected to return (disposed). It was further reported that no abnormalities were noted during preparation and no damage was noted on the catheter or sheath. Irrigation was performed using a pressure bag through the sheath at 1ml/min. Small bubbles ahead of catheter were noted. There was no air seen in patient. The position was pulled back of the guidewire when they inserted farawave into the sheath.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for ablation procedure. During insertion, physician had visible air in the sheath proximal to the introduced catheter tip. Even after extensive flushing the issue persisted, and the physician ultimately replaced the sheath which resolved the problem. The procedure was completed successfully by using different device, same model. No patient complication was reported. The device is not expected to return (disposed).